Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated the proximal portion of the outer cannula, that the inner cannula snaps into and locks, separated from the outer cannula. The tracheostomy tube had been in use for 3 days. The pt was on a ventilator twenty-four hours per day. The ventilator alarms sounded as expected. The respiratory therapist was present and removed the broken tube and replaced it with another 8dct. There was no pt harm.